Manufacturer narrative:
E1: phone ext (B)(6). H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an intermittent error code 41786. There was unknown patient involvement.

Manufacturer narrative:
H6: updated. H3: no product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be re-opened and an investigation will be completed.

Event description:
It was reported that the device exhibited an interrmittent error code 41786. There was unknown patient involvement.